Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to external contractor for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during inspection the test graft is not coming properly. There was no patient involvement, therefore no delays. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 1, 2018, it was reported that during inspection the test graft was not coming properly. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report will not be performed as the product meets the applicable acceptance criteria. Product review of the meshgraft ii by zimmer biomet india on november 1, 2018 revealed that no problem could be found with the device. It produced a passing sample mesh and was within calibration specifications. Repair of the meshgraft ii was performed by zimmer biomet india on november 1, 2018 which did not necessitate the replacement of any components. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.213. The reported event was non-verifiable since during the product review by zimmer biomet india it was noted that no problem could be found with the device. It produced a passing sample mesh and was within calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet india it was noted that no problem could be found with the device. It produced a passing sample mesh and was within calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.